Event description:
It was reported that the patient had a refill on (B)(6) 2014 and after the refill the health care provider noticed clear fluid coming from the injection site. The physician aspirated 10 cubic centimeters (cc) of clear fluid from the pocket and then proceeded to irrigate the pocket with 10 cc of saline and aspirated. The patient was sent to the emergency room (ER) via ambulance for observation. It was not known if the patient was hospitalized. The patient had no overdose symptoms but the physician felt it was a pocket fill. The reporter had limited history. This device system delivered bupivacaine and morphine. Additional information was requested to clarify event details, resolution and patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# n143152, implanted: (B)(6) 2008, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID neu_refillneedle, serial# unknown, product type: accessory. (B)(4).